Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed to communicate when generating the pick and fill report list. A technical support specialist (tss) dialed into the station and found the device in retry mode. The tss followed the knowledge article retry - insert into purge.purgestatistics to resolve the retry condition and then monitored the station for upload. The issue was resolved after successful synchronization. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system displayed as communicating on the station screen; however, it was not properly communicating as reflected in the pick and delivery pyxis report. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.